Event description:
It was reported that during the initial inflatable penile prosthesis (ipp) implant surgery, the urethra was perforated. A spectra penile prosthesis (spp) was implanted until the urethra healed. Once the patient had healed, the spp was removed and an ipp was implanted. No further patient complications were reported.